Event description:
It was reported that the pt underwent a tlif for stenosis at l3-l5 using interbody device with posterior fixation. It was found that the right side screw at l5 was broken approx five months post op. The revision surgery was performed seven months post op to remove the screw.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.